Manufacturer narrative:
Our field service engineer replaced the side rail. No parts were returned for investigation. Provided picture confirms the reported event. How the side rail broke has not been established. The event is most likely related to an overload, or mechanical force above the specification the rail has been designed for.

Event description:
It was reported that the side rail mounted on the ventilator carrier broke. Patient involvement is unknown. Manufacturer's ref: (B)(4).